Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this device, damage to the header was visualized. The boston scientific representative who was present during the procedure was unable to confirm if the device had been damage prior to the explant or as a result of the explant. No adverse patient effects were reported.